Manufacturer narrative:
Evaluation summary: as requested, the device is fractured at one side of the channel. The device has a potential field age of approximately 6 years. The failure can likely be attributed to a stress concentration in this area. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the zuk articular surface provisional broke apart during impaction.